Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn as no product was received for evaluation. Placeholder.

Event description:
It was reported that twenty-five helical blades did not pass pre-operative functional testing. It was reported that the twenty-five helical blades met resistance on the guide wire as the tester tried to pass the helical blade over the guide wire. The problem was discovered during testing. There was no operative or patient involvement. This complaint is for one, 11.0mm ti helical blade 75mm-sterile. This is report 1 of 25 for complaint (B)(4).